Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) intermittently was alarming low vacuum.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) intermittently was alarming low vacuum. There was no patient harm or injury reported.

Manufacturer narrative:
Corrected sections: b5, h6(health impact).

Event description:
N/a.

Manufacturer narrative:
Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.